Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was damaged. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history logs found no related events. The reported issue was confirmed through visual inspection. The cause of the reported issue was damaged air detector. The reported issue was resolved by replacing the air detector. Further investigation found a detached downstream occlusion (dso)seal and pump alarmed setting and patient data lost. The dso seal and the printed wiring assembly (pwa) were replaced. The dso/upstream occlusion (uso) sensors were calibrated. The device then passed all functional tests after all the repairs.